Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient has been hospitalized on the same day with hyperglycemia. The reporter stated that the patient had a blood glucose of 585 mg/dl with symptoms of thirst, urination, nausea, and unspecified levels of ketones. The reporter stated that while at the hospital, the patient was being treated by their healthcare provider with intravenous insulin, insulin via the pump, and intravenous fluids. The patient had discontinued pump therapy at the time of the call, and had remained hospitalized. The reporter stated that the patient's healthcare provider had made changes to the pump's basal rate in relation to the blood glucose excursion. The reporter alleged that the patient did not fully prime the tubing of the pump when changing sites. As a result of this, the patient was not getting the correct amount of insulin. The reporter stated that the patient was not following the user guide instructions to prime the tubing until drops of insulin appeared. This complaint is being reported based on the allegation that the patient was hospitalized with a hyperglycemic event as a result of not following the proper priming procedure for the pump.